Event description:
The pump was returned for sensor hardware failure (vr encoder). Upon return, the device started up with double red pump alarm. Log files indicate sensor hardware failure (vr encoder). Investigation found vr coupler pcba flex cable not connected at vr coupler pcba. Reseated flex cable and error did not occur. No other damage found.

Event description:
The following has been reported: biomed reported: "both "pump error" in center and "service needed" in top center on startup, with dual red flashing indicators. Allows department selection, but does not allow for selection of fluids or to initiate use due to errors." Patient harm: unknown a preliminary review identified the following issue: sensor hardware failure (vr encoder) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.